Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis found that the superior vena cava (svc) coil was fractured and distorted due to being pulled/stretched/overstress. The svc coil was also kinked/buckled. Visual analysis noted that the lead was damaged at implant and that the svc defib coils were separated and fractured due to overstress on the proximal end of the coil. The incoming report noted damage and indicated that the lead was used with an introducer. The introducer is designed to have the lead inserted and then the introducer split or slit off. The coils can be damaged by pulling the lead out of an introducer. Per the manual, "to avoid distortion of the coil electrode, do not withdraw the lead through a hemostasis valve." (B)(4).

Event description:
It was reported that at the implant procedure, the superior vena cava (svc) coil was damaged and came apart while in process of implanting into the patient. It was noted that a 9fr introducer was in use at the time of the discovery. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.